Event description:
It was reported that the iab was being inserted prophylactically prior to angioplasty. During attempted insertion, the balloon began to unwrap and the iab could not be fully advanced. The iab was removed and replaced. There were no pt complications.